Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, attempts to log in resulted in an error message, followed by automatic log out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. The technical support specialist (tss) checked the device in remote support service and found that the c drive was full because the database was corrupted. Tss then dropped the database and performed a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.